Event description:
The customer reported the unit locked up during use. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could nto be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended adn put back into service.